Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
A right heart catheterization was performed to confirm the validity of the pressure sensor readings. The sensor was not recalibrated. Readings were observed under the manufacturer's patient care network database.